Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of failed safety mechanisms is inconclusive because the third alleged device was not returned for evaluation. Two 20 ga x 0.75 in. Miniloc infusion sets were returned for evaluation. An initial visual observation of the returned infusion sets revealed sample 1 to be returned opened with safety mechanism engaged. Little use residues were observed throughout sample 1. Sample 2 was observed to be returned in its unopened packaging. Nothing remarkable was observed along sample 2. A functional test of attempting to forcibly retract the safety mechanism from the needle tip along sample 1 revealed the safety mechanism remained activated over the needle tip. The safety mechanism of sample 2 was activated along the needle tip. A functional test of attempting to forcibly retract the safety mechanism from the needle tip along sample 2 revealed the safety mechanism remained activated over the needle tip. Because the third alleged infusion set was not returned for evaluation, the complaint of a failed safety mechanism is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer we recently had a patient that had a miniloc malfunction. The safety failed to engage. Per the nurse the lock would click shut and then reopen. This happened 3 times. No patient harm, injury or negative outcome occurred as a result of this event. This report addresses all 3 occurrences.